Manufacturer narrative:
The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery. This report is submitted on december 31, 2020.

Manufacturer narrative:
This report is submitted on 23 april 2021.

Manufacturer narrative:
This report is submitted on 04 dec 2020.

Event description:
Per the clinic, the patient experienced loss of connection to the implant. However, the issue could not be resolved. Reimplantation is planned but has not taken place as of the date of this report.